Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tubes") and back pain ("severe back pain") in a 33-year-old female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "in fact as it turned out there were two essure coils implanted in the right tube". The patient's past medical history included abortion (one spontaneous abortion (miscarriage)) in 2008, multigravida (g3p2; (B)(6)1999) in 1999, cholecystectomy, tonsillectomy, polycystic ovarian syndrome on (B)(6)2016, upper gastrointestinal tract endoscopy on (B)(6)2016 and uterine dilation and curettage on (B)(6)2016. Previously administered products included for an unreported indication: pregnyl steroid and flexeril. Concurrent conditions included parity 2 ((B)(6)1999) since 1999, ex-smoker since (B)(6)2016, alcohol use since (B)(6)2016, menstruation abnormal since (B)(6)2016, menometrorrhagia since (B)(6)2016 and morbid obesity. Family history included breast cancer (aunt) on (B)(6)2016. Concomitant products included chorionic gonadotrophin (pregnyl) and cyclobenzaprine hydrochloride (flexeril). On (B)(6)2011, the patient had essure inserted. On the same day, the patient experienced migraine ("migraine headaches"), alopecia ("hair loss") and headache ("headaches"). On 1-jan-2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2012, the patient experienced back pain (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced pelvic adhesions ("lysis of pelvic adhesions"), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), weight bearing difficulty ("couldn¿t lift weight") and asthenia ("incapacitated may-june 2016 after essure removal"). The patient was treated with naproxen sodium (aleve), surgery (robotically- assisted total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (robotically- assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, pelvic adhesions, vaginal haemorrhage, headache, weight bearing difficulty and asthenia outcome was unknown and the back pain, menstrual disorder, dysmenorrhoea, migraine and alopecia had resolved. The reporter considered alopecia, asthenia, back pain, dysmenorrhoea, fallopian tube perforation, headache, menstrual disorder, migraine, pelvic adhesions, vaginal haemorrhage and weight bearing difficulty to be related to essure. The reporter commented: however, removing of the essure coils also required removal of plaintiff's uterus, cervix, and bilateral fallopian tubes. Patient tolerates essure insertion well there is an essure coil deployed within the left proximal fallopian tube and 2 coils noted within the right fallopian tube, one within the isthmic portion of it and the other one more distally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.3 kg/sqm. Hysterosalpingogram - on (B)(6)2012: confirmed plaintiff's fallopian tubes were bilater pregnancy test - on (B)(6)2011: negative (B)(6)2012: hysterosalpingogram - confirmed plaintiff's fallopian tubes were bilaterally occluded, isualized one trailing coil within the left uterine cavity and two trialing coils within the right uterine cavity. On (B)(6)2016, specimen inquiry report result was, uterus and bilateral fallopian tubes: - cervix with small nabothian cysts - no evidence of dysplasia - endometrium inactive - right fallopian tube with benign paratubal cyst - bilateral fallopian tubes unremarkable concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, back pain, abdominal pain, pelvic pain and asthenia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tubes") and back pain ("severe back pain") in a (B)(6) year-old female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "in fact as it turned out there were two essure coils implanted in the right tube". The patient's past medical history included abortion (one spontaneous abortion (miscarriage)) in 2008, gravida (g3p2; (B)(6) 1999) in 1999, cholecystectomy, tonsillectomy, polycystic ovary on (B)(6) 2016, upper gastrointestinal tract endoscopy on (B)(6) 2016 and uterine dilation and curettage on (B)(6) 2016. Previously administered products included for an unreported indication: pregnyl steroid and flexeril. Concurrent conditions included parity 2 ((B)(6) 1999) since 1999, ex-smoker since (B)(6) 2016, alcohol use since (B)(6) 2016, menstruation abnormal since (B)(6) 2016, menometrorrhagia since (B)(6) 2016 and morbid obesity. Family history included breast cancer (aunt) on (B)(6) 2016. Concomitant products included chorionic gonadotrophin (pregnyl) and cyclobenzaprine hydrochloride (flexeril). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced migraine ("migraine headaches"), alopecia ("hair loss") and headache ("headaches"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced pelvic adhesions ("lysis of pelvic adhesions"), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), weight bearing difficulty ("couldn¿t lift weight") and asthenia ("incapacitated (B)(6) 2016 after essure removal"). The patient was treated with naproxen sodium (aleve), surgery (robotically- assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic adhesions, vaginal haemorrhage, headache, weight bearing difficulty and asthenia outcome was unknown and the back pain, menstrual disorder, dysmenorrhoea, migraine and alopecia had resolved. The reporter considered alopecia, asthenia, back pain, dysmenorrhoea, fallopian tube perforation, headache, menstrual disorder, migraine, pelvic adhesions, vaginal haemorrhage and weight bearing difficulty to be related to essure. The reporter commented: however, removing of the essure coils also required removal of plaintiff's uterus, cervix, and bilateral fallopian tubes. Patient tolerates essure insertion well there is an essure coil deployed within the left proximal fallopian tube and 2 coils noted within the right fallopian tube, one within the isthmic portion of it and the other one more distally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed plaintiff's fallopian tubes were bilater pregnancy test - on (B)(6) 2011: negative . (B)(6) 2012: hysterosalpingogram - confirmed plaintiff's fallopian tubes were bilaterally occluded, isualized one trailing coil within the left uterine cavity and two trialing coils within the right uterine cavity. On (B)(6) 2016, specimen inquiry report result was, uterus and bilateral fallopian tubes: - cervix with small nabothian cysts - no evidence of dysplasia - endometrium inactive - right fallopian tube with benign paratubal cyst - bilateral fallopian tubes unremarkable . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, back pain, abdominal pain, pelvic pain and asthenia. Most recent follow-up information incorporated above includes: on 16-feb-2018: pfs and mr received. Reporters were added. Medically confirmed case. Patient's details historical condition, historical drug,family history, concomitant condition and unstructured relevant tests were added. Treatment drug included aleve. Abnormal bleeding (vaginal, menorrhagia), perforation fallopian tubes, headaches, severe back, abdomen, pelvic pain, couldn¿t lift weight, incapacitated (B)(6) 2016 after essure removal and in fact as it turned out there were two essure coils implanted in the right tube and lysis of pelvic adhesions were added as events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (underwent robotically-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, menstrual disorder, dysmenorrhoea, migraine and alopecia had resolved. The reporter considered alopecia, back pain, dysmenorrhoea, menstrual disorder and migraine to be related to essure. The reporter commented: however, removing of the essure coils also required removal of plaintiff's uterus, cervix, and bilateral fallopian tubes. Diagnostic results: (B)(6) 2012: hysterosalpingogram - confirmed plaintiff's fallopian tubes were bilaterally occluded, visualized one trailing coil within the left uterine cavity and two trialing coils within the right uterine cavity. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report